Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint involved a plum 360¿ infuser that was reported to have turned off with no alarm during use on a patient. The reporter reviewed the pump log and noted error codes e437 and e444. It was further reported that once the issue was noted, they were able switch the device right after. There was no patient harm and no delay in therapy.

Manufacturer narrative:
Reported that the pump turned off while infusing with no alarm. The device failed self-testing from a power failure. Visual inspection performed on the device (including the battery) and there was no evidence of damage and no issues were identified. The customer compliant was confirmed that the device did shutdown while delivering. The probable cause is a faulty cpu board.